Manufacturer narrative:
Block h6: imdrf device code a150103 captures the reportable event of bands prematurely deployed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2024. During the procedure, there were two bands deployed at the same time. The procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h2 (additional information): block b5 has been updated based on the additional information received on april 9, 2024. Block h6: imdrf device code a150103 captures the reportable event of bands prematurely deployed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2024. During the procedure, there were two bands deployed at the same time. The procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event. Additional information received on april 9, 2024: the speedband superview super 7 was used in the esophagus.